Manufacturer narrative:
Patient information was unavailable at the time of report. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a procedure. It was reported that the verification process was taking an extended amount of time and the instruments did not remain verified throughout the procedure. There was difficulty verifying the straight suction and the curved suctions. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that there was no issue with the system or instruments. They went over correct emitter placement with staff at the site. They reported that this resolved the issue. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the procedure done was a functional endoscopic sinus surgery (fess) procedure and there was no delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that they checked out the tray and was able to register all instruments. They in-serviced staff and surgeon. The issue was with the placement of the emitter. There were no significant delays in the case. The instruments will not be returned. They have been used, successfully, since this incident.